Manufacturer narrative:
A sample device was not returned for analysis. Product history and batch records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. Additional information has been requested. (B)(4).

Event description:
A facility representative returned an implant card that reported that an intraocular lens (iol) was inserted in a patient's eye, the capsule was noted to be torn, the lens was then removed and a different model iol was implanted instead. Additional information was requested.